Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. No unexpected restart error alarm could be verified due to a blank display. The insulin pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a blank display and an a21 alarm. The blood glucose reading was 222 mg/dl. The insulin pump was not exposed to moisture. The contacts on the battery cap are damaged. The customer was advised to monitor the insulin pump and to revert to a back up plan. No further information was provided.